Event description:
It was reported that the syringe allergy 1ml w/ndl 28x1/2 rb experienced a sterility breach when the shield was missing and stuck an employee when handling the sealed bag containing the device.

Manufacturer narrative:
H.6. Investigation summary: customer returned (10) 1cc, 12.7mm, 28g bd allergy syringes in a sealed poly bag from lot # 8099970. Customer states that the tech was stuck by syringe missing shield inside a sealed bag. The returned poly bag was examined and exhibited the shield off in the bag, exposing the cannula, which could cause a needle stick. A review of the device history record was completed for batch #8099970. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time. Possible root cause is likely during the auto packaging operation that the shield could catch on the outside of the carton and when the product tamp station presses the air out of the bags the shield could be removed exposing the cannula. This would likely proceed through the system undetected unless it was detected during hourly visual inspections for missing components. Manufacturing has not taken additional steps for detection of this defect at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe allergy 1ml w/ndl 28x1/2 rb experienced a sterility breach when the shield was missing and stuck an employee when handling the sealed bag containing the device.